Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm (B)(6) ago. Aneurysm morphology from the time of implant is unknown. Currently the aortic neck has an angulation of more than 75 degrees, disease progression and aortic neck dilatation. A recent CT revealed that the bifurcated stent graft migrated distally 7 cm into the aneurysm sac with a proximal type I endoleak present. The decision was made to implant an endurant aortic cuff (B)(4) and this successfully resolved the type 1 endoleak. However, during removal of the delivery the delivery system the tapered tip got caught on two of the suprarenal stents and entangled the suprarenal struts. The physician was unable to untangle the struts, there were no endoleaks. No further intervention proximally was performed. The physician elected to implant two endurant iliac limbs (B)(4) in the contralateral iliac limb prophylactically. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft migration, endoleak); patient's condition affected effectiveness of device (aortic neck angulation, dilatation and disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (aortic neck angulation, dilatation and disease progression).